Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014 the device failed a weekly auto self-test due to a low battery. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low battery fail detailed in the report may have been due to the insertion of a partially depleted pad-pak or the pad-pak not being correctly seated within the device housing. Furthermore, the sternum pogo-pin was seen to be stuck inside the device. This likely occurred during an attempted insertion of the pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.